Event description:
It was reported that the patient had an infection at the ipg site. The physician does not believe that the infection was device nor procedure related. The patient was put on antibiotics and underwent a full system explant procedure. All explanted devices were discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred in 2 weeks postoperative. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7118143/7119220.